Event description:
I utilized the dexcom g6 inserter and it failed to retract the inserter needle and I needed to pull the entire assembly off my arm. It bleed shortly but was not significant. I will report the problem to dexcom as well. FDA safety report ID # (B)(4).